Event description:
The facility returned the device for service. During service the baxter repair technician reported fail code 703. The hospital representative stated that there have been no reports of any pt incident involving this pump.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 703 was confirmed. His failure is associated with the user interface module communication with the pump head module. The user interface module was replaced. This issue is currently being investigated under mdq-CAPA-91 which was opened jan 2005, which is in the implementation stage. Review of the complaint history reveals similar reports have been received for this product for the reported issue.